Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026, due to the infusion set being accidentally pulled out during use when the tubing caught on something or the pump falling. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.